Event description:
During an implantation procedure, loss of capture, loss of sensing and decreased pacing impedance were observed on the left ventricular (lv) lead. The lv lead was not implanted and a new lv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture, failure to sense and low pacing impedance. As received, a complete lead was returned in one piece. Visual examination found the polytetrafluoroethylene (ptfe) tubing was distal to the connector boot. X-ray examination of the lead found the inner coil was distorted at the welding between the inner coil and the connector pin. Electrical testing of the lead found an internal short between the inner coil and ring electrode cable conductor paths. The bi-lumen was dissected and the ptfe tubing was verified to be outside of the connector boot. The lead was sent to the manufacturing site for investigation. Electrical testing was not performed due to the condition of the lead. No other anomalies were noted on the lead during manufacturing investigation.

Manufacturer narrative:
The reported events were failure to capture, failure to sense and low pacing impedance. As received, a complete lead was returned in one piece. Visual examination found the polytetrafluoroethylene (ptfe) tubing was distal to the connector boot. X-ray examination of the lead found the inner coil was distorted at the welding between the inner coil and the connector pin. Electrical testing of the lead found an internal short between the inner coil and ring electrode cable conductor paths. The lead was sent to the manufacturing site for investigation. Additional investigation found no anomalies.